Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional, changed, and/or corrected data: d.6, g.1.

Event description:
Patient reported right side "nipple discharge (fluid) and firm and looks abnormal due to capsular contracture," baker grade iii. Additionally healthcare professional reported "patient¿s concern with the product" and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and nipple discharge are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple discharge and capsular contracture, baker grade IV. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "nipple discharge (fluid) and firm and looks abnormal due to capsular contracture," baker grade iii. Additionally healthcare professional reported "patient¿s concern with the product" and capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported "patient¿s concern with the product, rupture," and capsular contracture, baker grade IV.